Event description:
(B)(4). Since receiving the essure implants in (B)(6) 2012, I have experienced severe pain and cramping, up to 24 heavy periods with clotting a year, pain in my hips and pelvis like being electrocuted, worsening depression, urinary tract infections, loss of bladder control, and other symptoms I personally believe to be related to the implants. Both coils migrated one of them actually entering my uterus and beginning to attach itself there. I had my fallopian tubes removed (B)(6) 2015 due to the migration and now there are abnormalities on my uterus that I'm awaiting biopsy results on. I am in excruciating pain. I had also experienced 6 months of nonstop heavy bleeding like a period immediately following the implant procedure.